Event description:
In 2002, the pt presented to hospital with a history of chest pain. Int was started to inject the next day contrast medium for radiological test. When contrast was being injected the int tubing (catheter) dislodged from the hub and remained in the pt. Pt was sent to another facility for cut down and removal of int.